Event description:
Procedure: lap roux-en-y. Reportedly, when the stapler was fired, the knife blade transected tissue, however, staples were malformed along entire staple line resulting in staple line failure. Another instrument was loaded and applied, however, this instrument also failed. There was no injury reported.